Event description:
On 03-apr-2026, it was reported by a sales representative via (B)(4) that an ar-2385-09 9mm tendon stripper and an ar-2385-10 tendon stripper blade were dull. This occurred during use in a case with no patient effect. The facility would like to return the rest of the lot.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.